Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The customer experienced vomiting and flu-like symptoms. The customer could not recall her blood glucose reading a the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.